Event description:
Revision Surgery - Due to Broken Baseplate Central Screw.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2023-00902; 508-32-204, S801 - Device Cracked/Broke, Revision Surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.